Manufacturer narrative:
This report is submitted on july 21, 2020.

Event description:
Per the mother, the patient experienced an infection (site of infection unspecified). It is unknown what treatment was administered for the infection.

Event description:
Correction: the previous or initial MDR submitted on 21 july 2020 was filed inadvertently. No serious injury has occurred.

Manufacturer narrative:
This report is submitted on 28 september 2020.